Event description:
It was reported that a spectrum infusion pump did not recognize a closed door. Any pt injury or involvement is unk.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported "does not recognize closed door". Eval experienced door not fully latched messages corresponding with the reported symptom. Eval determined the reported symptom to be caused by loose upper link screws. The loose screws were replaced to correct this condition.